Event description:
Elderly male with history of hypertension, atrial fibrillation and severe mitral regurgitation. Procedure: left and right heart catheterization. The disc of the vascade would not deploy fully. It was removed without known harm to patient and another one used without difficulties. Manufacturer response for vascade 6/7f, vascade vcs (per site reporter), will obtain.